Manufacturer narrative:
Findings: pump received with blank display due to corrode battery tube. Pump received without original battery cap. The test battery cap fit with battery tube threads. Pump received with minor scratched display window and cracked reservoir tube lip. B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. He also noted that the plastic at the battery compartment was broken. The blood glucose reading was 145 mg/dl. A new battery cap had not resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.